Event description:
The device was implanted in 1992 (specific date unk) for the intrathecal infusion of dilaudid is not a MFR's indication for the device's intended use). On 10/23/96, the facility nurse contacted a MFR clinical rep to report that when she had refilled this pt's device, the pt complained of a "burning pain" at the device site as she was finishing the device refill. The facility nurse did not see any swelling of the device pocket, but stated that the pt was obese and that would make it hard to notice. The burning pain sensation continued for a few hours. No side effects such as, sedation or respiratory depression were noted. The facility nurse stated that she contacted the pt back several times and was told that he was "ok". The facility nurse was concerned that the device septum may be leaking. The MFR's clinical rep informed the facility nurse that she should refer the pt to his physician if she suspects the device is leaking. The facility nurse stated she will do so if this recurs at the next device refill. No further details are available at this time.

Manufacturer narrative:
On 11/26/96, a MFR rep. Was informed by the facility nurse that the facility would be seeing the patient again for a device flow rate (fr) check; however, a specific date/day was not given. The patient was seen on 11/22/96, for a device fr check (fr = 2.25ml/day), the device calibrated fr = 1.15ml/day. The nurse who refilled the device contacted the patient's physician on 11/22/96, the nurse checked the device fr again; however, the facility nurse did not have that information as of yet. The facility nurse also stated that her knowledge the nurse who was performing the device fr checks contacted the physician on 11/25/96, regarding the fr on the device. On 12/2/96, the facility nurse informed a MFR rep. That the patient was seen on 11/25/96, and basically the device fr was acceptable/at normal rate. The return volume (rv) = 39cc, fr = .66ml/day). The patient was seen by the physician on 11/26/96, for a fr evaluation and the patient was to be refilled on the next scheduled date (12/20/96) as usual and the findings were to be reported to the physician until the physician until the physician makes a decision or until something definitive is realized regarding the device fr. Due to the fr calculations not making sense to the MFR rep., she contacted a MFR clinical specialist regarding the fr calculations for the refill period (rp) given to her by the facility nurse. On 12/5/96, the MFR's clinical specialist was informed by the facility nurse that the MFR's supplies have been used for device access. On 9/12/96, rv = 18cc, this was the usual rv. On 10/23/96, the rv = 16cc, rp = 28 days, fr = 1.21ml/day. On 11/18/96, rv = 1cc, rp = 26 days, fr = 1.88 ml/day. On 11/22/96, rv = 41cc, rp = 4days, fr = 2.25ml/day and the device was not refilled with new drug, but the 41cc rv was placed back in the device reservoir. On 11/25/96, rv = 39cc, rp = 3 days and fr = .67ml/day. The device pocket was slightly edematous at that time. On a scale of 1 to 5 with 5 being complete relief, the patient rated the analgesic effect as 3. The patient had no symptoms of narcotic overdose. The physician ordered the device to be refilled and treatment continued. The next device refill was planned for 12/19/96. The MFR's clinical specialist offered to have a MFR nurse present at the next device refill, the facility nurse agreed that this would be acceptable; however, she would have to discuss it with the nurse who was to perform the device refill. On 12/18/96, the MFR's clinical specialist contacted the facility nurse. The facility nurse informed the MFR's clinical specialist that the device was being refilled that day (12/18/96) and the nurse refilling the device did not think it was necessary to have a MFR nurse present. Additionally, the facility nurse added that this nurse believes the problem is related to the device, not the refill procedure and the physician is handling the situation. The MFR's clinical specialist informed the facility nurse that the MFR would need follow-up